Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found poor contact of the electrical contact, corrosion on the connector, damage on the front panel, and the top cover was deformed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center had an error code e116-olympus television error. There is a related complaint, patient identifier (B)(6), as a second occurrence. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "the image is interrupted" was caused by a corroded connector pin, and for the event "error e116," the cause could not be determined. Olympus will continue to monitor field performance for this device.